Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, a roller pump that was being used for suction was noisy. In addition, the roller assembly was shaking while the pump was running. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in process, but not yet concluded.